Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter allegedly broke and migrated to the pulmonary vein. It was further reported that the catheter was removed. The patient's status is unknown.

Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one 8fr groshong catheter was returned for evaluation. Visual, tactile, functional, and microscopic evaluations were performed. The investigation is confirmed for flexural fatigue damage, as the circumferential break showed the catheter to be elliptical in shape and the break surface smooth on one side most likely due to repeated material wear. Tensile weakness was also observed just distal to the break surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly broke and migrated to the pulmonary vein. It was further reported that the catheter was removed. The patient's status is unknown.